Event description:
It was reported that during a hernia, the upper jaw with the white teflon pad split and broke off into the patient. The piece was retrieved. No message on the generator was noted. A new device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.